Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that after changing the reservoir, the insulin pump did not stop rewinding. The customer's blood glucose level was 11 mmol/l. The customer reported that the drive support cap was sticking out. The customer was advised that the device would be replaced. No further details were provided.